Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported her healthcare professional (hcp) was able to program her device on (B)(6) using the clinician programmer since her patient programmer would not turn on. The patient changed the batteries in the patient programmer and replaced them with new aaa batteries, but the issue was not resolved. The patient stated she was at the doctor¿s office and the programmer was working then it shut off and wouldn¿t turn back on. The patient noted she tired 2 sets of batteries. The patient stated the batteries were ¿not making contact on one side¿. The patient removed the batteries and put them back in, but that did not resolve the issue. There was no report of an out of box failure. The patient stated ¿she had been having problems¿, the patient did not clarify her specific problems. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.